Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the issue appeared when about 2/3 of the procedure was done. The left veins and the basket in the right superior vein had been performed. When the physician deployed in flower configuration from the basket shape in the rspv, the guidewire became stuck in the catheter. This issue remained for the rest of the procedure, but the physician decided to continue with the same catheter. From her point of view, the risks associated with the catheter exchange was greater than the risk of manipulating a catheter that was proving difficult since there was only 1 vein remaining. She was still able to access the right inferior vein and procedure was successfully completed using original device as she could move the guidewire when the catheter was in basket shape. Nothing strange was noticed by the physician prior to the guidewire getting stuck in flower configuration and the sheath was properly retracted from the splines when she deployed from basket to flower in the rspv. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the issue appeared when about 2/3 of the procedure was done. The left veins and the basket in the right superior vein had been performed. When the physician deployed in flower configuration from the basket shape in the rspv, the guidewire became stuck in the catheter. This issue remained for the rest of the procedure, but the physician decided to continue with the same catheter. From her point of view, the risks associated with the catheter exchange was greater than the risk of manipulating a catheter that was proving difficult since there was only 1 vein remaining. She was still able to access the right inferior vein and procedure was successfully completed using original device as she could move the guidewire when the catheter was in basket shape. Nothing strange was noticed by the physician prior to the guidewire getting stuck in flower configuration and the sheath was properly retracted from the splines when she deployed from basket to flower in the rspv. No patient complications were reported. The device is expected to be returned.